Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non sustained right ventricular oversensing caused by post paced t-wave oversensing was observed on the implantable cardioverter defibrillator. The patient was asymptomatic. Programming changes were performed on the device successfully. The patient would continue to be followed.